Manufacturer narrative:
Additional information was received that four patients had questionable antibody to (B)(6) surface antigen ((B)(6)) results. Of the data provided only the results for the two patient samples already provided were discrepant. All of the initial results were reported to the patients and physician. As the physician didn't agree with the results, the patient was sent to another lab for testing by the other methodology. The patients were not adversely affected. Patient 2 was a female born on (B)(6) 1954.

Manufacturer narrative:
This event occurred in (B)(6) unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable antibody to (B)(6) results for two patient samples. Patient 1: initial result was 249 iu/l. On (B)(6) 2014, the patient was tested on an abbott architect analyzer and the result was 2.64 mil/ml. On (B)(6) 2014, the patient was tested on the cobas e411 analyzer and the result was 196.4 iu/ml. Patient 2: on (B)(6) 2014, the initial result was 114.1 iu/l. On (B)(6) 2014, the patient was tested on an abbott architect analyzer and the result was 0.00 mil/ml. On (B)(6) 2014, the patient was tested on the cobas e411 analyzer and the result was 117.0 iu/ml. Information concerning which result was reported outside the laboratory and if any patient was adversely affected was requested, but was not provided. The anti-hbs reagent lot number was 175632. The expiration date was requested, but was not provided.

Manufacturer narrative:
Samples from the two patients were submitted for investigation and the results were (B)(6). A general reagent issue could be excluded.